Manufacturer narrative:
Product complaint # (B)(4). The following information was requested, but unavailable: event date? Procedure name and date? Investigation summary: visual analysis of the returned product revealed that one top foil packet, a paper lid, a needle and a winding former with a suture of product code j603 were received for evaluation. As per visual inspection of the sample, the swage and attachment area were noted to be as expected and suture remnant was observed into the barrel hole. The suture strand was observed broken in several pieces into the winding former due to degradation process caused by exposure to environment and this is the cause that the needle was detached from the suture. The product code j603 contains an absorbable suture. As the package was received open, the time of exposed to the environment could not be determined and functional test cannot be performed. The top foil was visually inspected, and excessive wrinkles and holes were observed. This condition contributed to degradation of the suture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. When the package was opened, the suture was detached from the needle. It was not a control release needle. No adverse patient consequences were reported. Additional information was requested.